Manufacturer narrative:
The customer¿s report of a connection port crack was confirmed. Visual inspection found the male luer collar cracked and separated from the set. Due to the damage, functional testing could not be performed. Further investigation by the manufacturer of the male luer collar component found that the probable cause of the cracked luer is prolonged exposure to chemical substances such as cleaning or disinfecting agents. The root cause of the crack could not be definitively determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the connection port cracked when disconnecting it from the patient. There was no report of patient harm.